Manufacturer narrative:
(B)(4). Batch # m54c3x. The analysis results showed that one ecr60d reload was received unfired, with the pan detached on the right proximal side. In addition a driver was noted to be out of position. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the reload was not loaded properly into the device channel. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2015. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the metal guide rail was deformed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.